Event description:
It was reported that a user experienced elevated glucose after eating a very high carbohydrate meal following a factory reset, with continuous glucose monitor (cgm) showing 333 mg/dl and a concurrent fingerstick of 302 mg/dl. The first meal announcement post-reset was recorded as ¿more than,¿ and there were no alerts for occlusion, leaks, kinks, or bubbles. Symptoms included hyperglycemia peaking at 364 mg/dl. Outcomes included continued use without hospitalization and glucose trending downward during the call. Investigation included customer care troubleshooting and education regarding appropriate meal announcements and adherence to learning period guidance. Investigation of this case revealed that the factory reset cleared prior meal bolus learning and, combined with an atypically high carbohydrate intake, resulted in underdosing relative to the meal size, while device performance and infusion integrity were not implicated. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal entry during the learning period after a reset were the cause.